Event description:
It was reported that the patient experienced "progressive pain" which required increased doses of medication. The pump contained morphine sulfate 60 mg/ml; hydromorphone 21 mg/ml and bupivicaine 1.3 mg/ml. The dose of morphine was 27.992 mg/day. The catheter was "displaced" and the battery was nearing end of life which led to sub-optimal pain relief. The entire system was replaced. Patient's outcome was stable and recovered without sequela.